Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix mesh (device #1) used to treat the patient. The patient's attorney did allege injuries and revision surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix mesh (device #1). An additional emdr was submitted to represent the bard/davol ventralight st (device #2). Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2003: the patient underwent surgery for implant of an unspecified bard/davol composix mesh (device #1). (B)(6) 2012 - the patient had unspecified injuries related to a defect in the composix mesh (device #1) and underwent revision surgery and an implant of an unspecified bard/davol ventralight st (device #2). (B)(6) 2014 - the patient had unspecified injuries related to a defect in the composix mesh (device #1) and ventralight st (device #2) products and underwent revision surgery. The patient is making a claim for an adverse patient outcome against the composix mesh (device #1) and ventralight st (device #2). The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."